Event description:
The pt reported that although she still charges her scs system, she stopped using the system months ago due to experiencing discomfort. The pt is experiencing pain from her scs ipg pocket site to the end of her scs leads. Also, the pt does not receive adequate stimulation when using the system. The pt reported she has too many health issues and subsequently bumps her scs against the walls and it is difficult to sit when the scs ipg pocket site is irritated. Additionally, the pt reported she feels her scs ipg is protruding and pressing outward. Follow-up is pending.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.